Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an alarm indicating an iab loop leak. The device was promptly replaced with another one. No harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the leak and isolate the leak to the pneumatic module assy, rohs. Once the defective component was replaced, the unit passed all functional tests and returned to the customer.